Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported "air in line and upstream occlusion alarms" were not reproduced. The device was tested for upstream occlusion and ultrasonic sensor upstream air and both tests were passings. A review of the event history log revealed multiple events of upstream occlusion and air in lines messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the ultrasonic sensor calibration out of specification. The ultrasonic sensor will be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that a spectrum iq pump alarmed air in line and upstream occlusion which would not allow infusion with multiple sets of lines. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.